Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 56 mg/dl; cause of bg not known. Customer was treated with intravenous fluids of glucose to address the bg. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.